Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The ablation test is borderline, it is not clearly visible on the attached ablation test image that the required criteria are met. The energy was stable during the whole day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The surgeon docked the patient interface (pi) on the left eye several times, because the surgeon did not have a valid suction two value. The surgeon tried five times to generate suction two, but it was not achieved. After the five attempts, the surgeon pressed the foot pedal to stop the vacuum process and to start the vacuum process again. It was not fired with the laser yet. On the sixth attempt the surgeon was able to reach a valid suction two value and completed the treatment successfully. Therefore the pi was docked six times on the left eye. The thickness of the flap was than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with diffuse lamellar keratitis (dlk) in both eyes post lasik. Additional information was received. It was reported that the patient had trace dlk in the left eye. The facility noted the normal post-operative routine is antibiotic and steroid drops four times daily for one week. For patients that have mild to moderate dlk, topical steroid dosage is increased to every one to two hours depending on severity until resolved or improving and then tapered. Topical steroids were increased on the this patient. Dlk was noted to be resolved five days post treatment. There are multiple related reports for this facility. This report address patient ks¿s left eye and other manufactured reports will be filed.